Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the issue resolved and the customer subsequently performed a supply change. Customer's blood glucose was 171mg/dl.